Manufacturer narrative:
The onestep electrodes were returned to zoll medical corporation for evaluation. It was observed that one of the electrodes was applied to the noncoated side of the packaging making it difficult to be removed without damage. The DHR investigation yeilded no similar nonconformances as part of the assembly process and final assembly testing. We were unable to confirm with the customer if the electrodes were reused or reapplied to the packaging prior to use in this patient event. No trend is associated with reports of this type.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to defibrillate a 73-year-old female patient, the pads were damaged during opening/removal of packaging. Complainant indicated that the clinician obtained another set of pads to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.